Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead was oversensing noise. The lead was capped and replaced in a procedure on (B)(6) 2021. The patient was stable post-procedure and the issue resolved.